Manufacturer narrative:
The analyzer's serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient on a cobas e 801 analytical unit. The initial result was 1.05 ng/ml. The result was questioned because it seemed unexpectedly high. The sample was tested using another method (siemens), and the repeated result was 0.561 ng/ml. The clinician believes the repeated result is more accurate.

Manufacturer narrative:
Sections d4 (lot no) and d4 (expiration date) were updated. The sample was not available for investigation. The calibration and qc were acceptable. A general product problem was excluded. Several sample-quality-related alarms (mostly sample clot and sample short) occurred on the date of the event. The investigation found that the provided images of the instrument's surfaces indicate inadequate analyzer cleanliness. The customer also used a non-specified sample container. The investigation determined the issue was consistent with a pre-analytical handling issue.